Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a hl20 device displayed the error message ¿head¿. The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). A getinge field service technician (fst) was sent for investigation and repair on 2025-11-28. The optical tacho board was replaced which did not solve the reported failure. The motor was replaced as well, which solved the reported failure: "head". The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar complaint with error message: "head" was already investigated in the getinge life cycle engineering. During investigation of the motor it was identified that the output voltage of the tacho signal shows periodical voltage drops. This can lead to a misreading of the motor speed by the rpm control system which results in the reported error message: "head". The most probable root cause could be determined to a contact issue between the tacho rotor and the brushes. The review of the non-conformities has been performed on 2025-10-02 for the period of 2013-11-25 to 2025-09-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-11-25. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: head" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
It was reported that a hl20 device displayed the error message ¿head¿. The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). A getinge field service technician (fst) was sent for investigation and repair on 2025-09-27. The optical tacho board was replaced. The complaint was reopened on 2025-10-16 because the ssu stated that the problem was not resolved but new information was provided on 2025-11-09 that the error message: "head" was solved by replacement of the optical tacho board. The reported failure was already investigated by the getinge life cycle engineering on 2020-04-01 in a similar case. The most probable root cause was determined as a defect sensor on the optical tacho board. In addition the reported error message: "head" could be linked to the following most probable root cause according to the hl20 risk management file: (total) fail of device because of: - defective tacho, relay or pump belt. The review of the non-conformities has been performed on 2025-10-02 for the period of (B)(6) 2013 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-11-25. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: head" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The optical tacho board was replaced as planned. However the reported error message: "head" was not solved. Further investigation is ongoing. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in india. It was reported that a hl20 device displayed the error message ¿head¿. The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). The failure can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a hl20 device displayed the error message ¿head¿. The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). A getinge field service technician (fst) was sent for investigation and repair on 2025-09-27. The optical tacho board will be replaced. The reported failure was already investigated by the getinge life cycle engineering on 2020-04-01 in a similar case. The most probable root cause was determined as a defect sensor on the optical tacho board. The review of the non-conformities has been performed on 2025-10-02 for the period of 2013-11-25 to 2025-09-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-11-25. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: head" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl20) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.